Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms since (B)(6) 2022, and measurements were previously 600 ohms. It was noted that the alert was cleared on (B)(6) 2022 without further investigation as lead trends showed stable and in-range measurements. Additional review of lead trends on february 23 revealed high out-of-range ra pace impedance measurements greater than 3,000 ohms since (B)(6) 2022, and technical services (ts) explained that daily measurements took 1-2 days to post the value via remote monitoring and this was normal device operation. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms since january 18, 2022, and measurements were previously 600 ohms. It was noted that the alert was cleared on january 18th without further investigation as lead trends showed stable and in-range measurements. Additional review of lead trends on february 23 revealed high out-of-range ra pace impedance measurements greater than 3,000 ohms since january 18, and technical services (ts) explained that daily measurements took 1-2 days to post the value via remote monitoring and this was normal device operation. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that the device was reprogrammed to vvi 40 and the patient would continue to be monitored. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.